Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate the reported lock-up condition. Physio did observe that there were numerous non-critical event codes in the device's memory. Physio replaced the system pcb assembly to resolve the non-critical event codes. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported lock-up condition could not be determined.

Event description:
The customer contacted physio-control to report that their device had an orange display with the word service across it, and the customer was unable to advance beyond the service screen. The word service splashed across the display is indicative of a device lock-up condition that could delay or prevent defibrillation from being delivered. There was no patient use associated with the reported event.